Event description:
The report received indicated that approximately two months after pci with a palmaz schatz stent, the stent ''scarred over'' resulting in quadruple bypass surgery. A patient called for medical information and additionally reported adverse events. The patient had a palmaz schatz stent placed in "cx" artery because of a blockage and chest pain. Subsequently, the patient experienced chest pain, resulting in an unscheduled hospitalization and cardiac catheterization, which revealed a "four way blockage" and that the stent "scarred over." Treatment included quadruple bypass surgery two months later. Events resolved at that time. Approximately eleven years later (2008), the patient experienced charlie horses and explained that her carotid artery was "getting blocked." No treatments were provided and events remained ongoing. Two years after that (2010), the patient experienced her high blood pressure was not controlled. As treatment, physician prescribed diovan 80mg tablet daily, which temporarily resolved uncontrolled blood pressure. Shortly after, as further treatment, the physician prescribed diovan 160mg tablet daily, which temporarily resolved uncontrolled blood pressure. As further treatment, the following year (2011), physician prescribed amlodipine dimesylate 10mg tablet daily and diovan htc 160mg/12.5mg tablet daily. Event resolved approximately. Subsequently, the patient was diagnosed with peripheral artery disease. No treatments were provided and event remained ongoing. Two years later, the patient experienced that she was "very tired." Physician was not aware and no treatments were reported. Event remained ongoing.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
He report received indicated that approximately two months after pci with a palmaz schatz stent, the stent 'scarred over' resulting in quadruple bypass surgery. The patient had a palmaz schatz stent placed in "cx" artery because of a blockage and chest pain. Subsequently the patient experienced chest pain, resulting in an unscheduled hospitalization and cardiac catheterization, which revealed a "four way blockage" and that the stent "scarred over". Treatment included quadruple bypass surgery two months later. The patients medical history includes occasionally drinks, osteoporosis, heart murmur; type 3 renal failure and peripheral artery disease. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 127391 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion.